Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to a failure of the single board computer (sbc), which resulted in the device not completing its initial boot-up cycle.

Event description:
The customer contacted physio-control to report that their device had locked-up after transmitting data during a test. The batteries and the auxiliary power supply had to be removed, to power the device off. In this state, the device may not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had locked-up after transmitting data during a test. The batteries and the auxiliary power supply had to be removed, to power the device off. In this state, the device may not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.